Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that when attempting to release the rvlp the delivery catheter was unable to release. When adjusting the catheter position the device separated prematurely, it was immediately retrieved and there was resistance noted when rotating the release knob and sliding the control knob. Delivery catheter tether break was suspected. A different delivery catheter was used and the procedure was completed successfully. The patient was stable following the procedure.